Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6) UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during the surgery of arthroscopic anterior cruciate ligament reconstruction procedure of the left knee with meniscal repair, it was observed that the suture on the truespan 24 degree peek device broke off after the second firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during the surgery of arthroscopic acl reconstruction of left knee + meniscus suture, after 2nd firing, remove the device slowly, noted the suture was broken off. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed that the implants were not received along the device. The orthocord suture tip was frayed which it is a sign of breakage. The broken suture is still in the device. The truespan comes in normal use condition, no broken parts or any deficiencies could be observed. When performing the functional, the red trigger was fully squeezed several times, it performed as intended. A manufacturing record evaluation was performed for the finished device lot number:7l74535, and no nonconformances were identified. According with the visual inspection result, this complaint can be confirmed. Based on the frayed condition of the suture, the possible root cause can be attributed to a sharp instrument rubbed the suture and/or such handling of the device or product interaction after the deployment. As per IFU, it is important to use caution when tensioning the suture. Overtensioning may cause tissue damage and/or suture or implant breakage. Also, locate the intended position of the second implant, which should be approximately 6 mm to 9 mm from the first implant. Penetrate the tissue to desired depth, again referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. Avoid damaging suture with needle. Further, a review into the depuy synthese mitek complaints system revealed no other complaints of any kind for this lot that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthese mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.